Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the device had a telemetry problem due to the cable being out of electrical specification. It was also noted that the label was missing. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(6). (B)(4).

Event description:
It was reported that the radio frequency programmer head had telemetry failure. It was also requested that it have a new label.the head was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radio frequency programmer head had telemetry failure. It was also requested that it have a new label. The head was returned for service. No patient complications have been reported as a result of this event.